Event description:
It was reported that filterwire was difficult to remove. A filterwire ez was selected for use. During the procedure, when the device was opened, there was a knot in the path of the guidewire and could not even collect it. A knot was accidentally tied between the filter and the catheter long sheath. The device was pulled out by pulling the "balache" and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that filterwire was difficult to remove. A filterwire ez was selected for use. During the procedure, when the device was opened, there was a knot in the path of the guidewire and could not even collect it. A knot was accidentally tied between the filter and the catheter long sheath. The device was pulled out by pulling the "balache" and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire returned inside the delivery sheath and the filter bag came back undeployed. It is possible to observe the spring tip was bent and stretched. Also, the wire was kinked at distal section. Under microscope was observed that the spring tip is bent and stretched. Sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way.